Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event involved a 6.5" (16.5 cm) appx 0.31 ml, smallbore pressure infusion (400psig) ext set w/remv microclave¿ clear, nanoclave¿ t-connector, purple clamp, rotating luer and occured on an unspecified date. It was reported that the nanoclave housing on t-connector popped off during flushing after blood draw. Ey brought patient with art line from picu down. The nurse drew labs just prior to leaving but guess the line was not flushed through all the way and went to flush it. Since they change to the new t piece there is a port at the end which doesn¿t seem to take well to pressure. It popped right out the top and basically killed our art line. There was patient involvement and unknown patient harm.

Manufacturer narrative:
No product samples were returned for investigation, however, a series of photographs were returned showing and confirming a nanoclave spike that had become separated from the housing. Without the return of the affected sample a comprehensive investigation cannot be completed and a probable cause of the housing separation cannot be determined.